Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the navigation ring was not operating as expected. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. A field service engineer (fse) went onsite and was unable to confirm the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
The removed navigation ring was returned to the product investigation lab (pil). The navigation ring was tested, and the failure was unconfirmed. Pil found that this navigation ring provided a consistent increase and decrease of numerical setting choices in a linear fashion when used. This navigation ring was verified to be functional with no error.